Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s housing separated at the midline seam on two occasions during gym use with exposure to sweat, after which the user rejoined the case halves with household adhesive and continued therapy; later the user replaced the device and requested to return the original. Symptoms included no hypoglycemia, no hyperglycemia, and no acute clinical effects. Outcomes included continued glycemic control without medical intervention or hospitalization. Investigation included customer care review, verification of device information, and coordination for device return. Investigation of the returned device revealed a mechanical enclosure integrity issue consistent with screen bezel or case separation, with no system alarms and no interruption of insulin delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was likely product quality related to enclosure durability under environmental stress.